Manufacturer narrative:
(B)(4). The reported condition that the device did not seal the patient¿s tissue was not confirmed. The device was activated on simulated tissue with acceptable results. No alarms were generated during activation. Further testing was performed on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard, indicating completed activation cycles. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device did not seal the tissue partially into a proximal pancreaticoduodenectomy procedure. End tones were heard during these seal attempts. There was oozing/bleeding but no patient injury. A new device was used to continue the procedure.